Event description:
Medivators field service engineer observed a facility was using rapicide high-level disinfectant to manually reprocess endoscopes. This is an off-label use of the product.

Manufacturer narrative:
Medivators field service engineer (fse) observed a facility using rapicide high-level disinfectant to manually reprocess endoscopes. The fse informed the user that this is an off-label use. Using rapicide to manually reprocess endoscopes could result in the endoscopes not being properly disinfected. Total number of patient procedures performed with improperly disinfected scopes unknown. To date, there are no reports of patient illness or injury. This complaint will continue to be monitored and maintained within the medivators complaint system.